Event description:
The customer was hospitalized for dka. The doctor could not determine the reason of hospitalization. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.